Event description:
It was reported that patient presented for a remote follow up via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited noise. No programming changes or procedure were done. The patient was stable throughout.